Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured in 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that the cardiohelp consistently showed an arterial bubble alarm which returned every time. The failure occurred during treatment. Eventually, the flow/bubble sensor was exchanged and the problem went away. No harm to any person has been reported. An arterial bubble alarm causes a pump stop, if an intervention is set by the user, which stops the support of the patient for a short moment. Therefore, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp consistently showed an arterial bubble alarm which returned every time. The failure occurred during treatment. No harm to any person has been reported.the cardiohelp was exchanged during treatment, therefore a report is required.a getinge field service technician (fst) was sent for investigation on 2024-11-07. The device was tested from 2024-10-10 till 2024-10-26 and no failure occurred. Therefore the failure could not be reproduced and no part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the message "arterial bubble detected" could be confirmed during treatment.the failure could not be reproduced, therefore no exact root cause could be determined. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure:bubble intervention not working/wrong information due to- influence due to other ultrasonic devices- bubble sensor disturbed- environmental influences. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-09-03 for the period of 2014-01-23 to 2024-08-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-01-23.based on the results the reported failure "wrong bubble detection" could be confirmed according to the logfiles. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).